Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to a constant blank flashing white light on the display and constantly beeping.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. Customer's blood glucose value was 184mg/dl. Customer stated that the display did not return after the pump restart. Customer was advised to discontinue the pump and revert to the back up plan. Insulin pump will be returned for analysis.